Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not able to be flushed while in the patient's body. The sheath was removed, and it was visibly inspected. The hemostatic valve was broken. The sheath was flushed again, and the issue persisted. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. There was no patient consequence. Additional information was received indicating the white valve at end got pushed in. The valve detached from its normal location but did not come out of sheath entirely. The hemostasis valve (gasket) did break into two or more separate pieces. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 2-3cc. No medical intervention was required to stop the bleeding. The device is in possession of lab staff and will be shipped upon receipt of return box and when they are able.

Manufacturer narrative:
The product has not returned for analysis, however, a picture(s) were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation occurred. It was that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not able to be flushed while in the patient's body. The sheath was removed, and it was visibly inspected. The hemostatic valve was broken. The sheath was flushed again, and the issue persisted. The sheath was exchanged, and the issue was resolved. The case continued without any further incident. There was no patient consequence. Device evaluation details: on 12-apr-2022, the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Additionally, the customer provided pictures of the complaint device to aid in the investigation. Based on the photos provided, the hemostatic valve was dislodged in the hub. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. However, due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to address this issue. The customer complaint was confirmed based on the picture and physical product returned. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4) correction: the d4. Expiration date was incorrectly reported as 9-dec-2022 in the 3500a initial medwatch report, therefore, has now been corrected to 17-dec-2022.